Manufacturer narrative:
Corrected data: in review, it was noted that the codes for the investigation results were inadvertently were not entered in the section h6 of the supplemental emdr report #1; therefore, the information has been captured in this supplemental report. The following fields were updated accordingly: section h6: type of investigation: 10 section h6: type of investigation: 3331 section h6: type of investigation: 4109 section h6: investigation findings: 213 section h6: investigation conclusions: 67 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further follow-up, received the following information from customer contact: the backup lens used was of the same model and diopter. There was no patient injury. There was no patient outcome at the time of discharge, no complications. Doctor's name and contact information provided was (B)(6), md, (B)(6). Section d9. Device available for evaluation? Yes returned to manufacturer on: 3/16/2021. Section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled. No cosmetic defects were observed after cleaning the lens. The complaint issue could not be confirmed and no product deficiency could be identified manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was loaded into the emerald cartridge. When inserting the lens into the patient's eye, the surgeon stated that the front haptic did not look right. He chose to use the back up lens instead of reloading this lens in case there was a problem with the front haptic of the iol. The back up lens was used and surgery was completed without medical interventions. There was patient contact. No further information was provided.